Event description:
It was reported "the balloon was placed normally, and after the device had been running for some time, the alarm was raised for helium leakage, which could not be resolved after several attempts, and the catheter was withdrawn to find that the balloon had been broken and the central lumen bent. After withdrawing the catheter, the balloon was found to be broken and the central lumen was bent. A new catheter was used and the procedure was completed normally". Additional information states that the second catheter used was inserted into the same insertion site. No patient harm or injury reported.

Manufacturer narrative:
(B)(4). UDI# : (B)(4).

Manufacturer narrative:
Qn#(B)(4). UDI#: (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging tray. The sample was returned in a cardboard box and was loosely packed with the original packaging tray. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was not-ed damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.6cm from the iabc distal tip. Furthermore, the separated end of the inner cannula (iabc central lumen) pierced the bladder at approximately 5.7cm and 11.1cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the helium pathway. No sheath was returned with the iabc. The bladder thickness was measured at six points with measurements ranging from 0.0064in-0.0068in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to the previously noted damaged/separated central lumen. The iabc was leak tested. A leak was immediately detected from the iabc distal tip; two leaks were also noted from the bladder. The leak from the iabc distal tip is consistent with the previously confirmed damaged/separated central lumen. The two bladder leak sites were noted at the location of the previously noted damaged bladder and both leak sites are consistent with contact from the damaged central lumen. No other leaks were detected. Due to the returned state of the device, the damages to the bladder potentially occurred after removal of the device from the patient or during return shipping/handling. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and the guidewire could not advance at approximately 6.7cm from the iabc distal tip. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance at approximately 38.7cm from the iabc luer end. The guidewire could not advance at approximately 76.6cm from the iabc luer end. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab leak suspect-ed is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen can result in blood entering the helium pathway and an inability of the iabc to inflate. The bladder was also noted damaged by the central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint is undetermined. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported "the balloon was placed normally, and after the device had been running for some time, the alarm was raised for helium leakage, which could not be resolved after several attempts, and the catheter was withdrawn to find that the balloon had been broken and the central lumen bent. After withdrawing the catheter, the balloon was found to be broken and the central lumen was bent. A new catheter was used and the procedure was completed normally". Additional information states that the second catheter used was inserted into the same insertion site. No patient harm or injury reported.